Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that trial patient was not seeing any improvement and thought one of their leads broke but they were unsure. It was suggested that trial patient change sides however they declined and wanted to speak with the manufacturer representative. No further complications were reported.